Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral bra fat on (B)(6) 2021 using the cooladvantage coolcurve+ system applicators, who developed a recurrence of paradoxical hyperplasia (ph) after corrective liposuction. Corrective liposuction surgery to the bra fat area occurred on (B)(6) 2022.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the inner thigh and infra-scapular on (B)(6) 2021 using the cooladvantage and presented with paradoxical hyperplasia (ph). On (B)(6) 2022, the patient underwent corrective liposuction.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.